Event description:
"Anaplastic large cell lymphoma and breast implants: five (B)(6) cases." Published in the plastic and reconstructive surgery (B)(6) 2012 (B)(4). Within the article the author describes a (B)(6) woman who presented in 2011, with a right breast lump. Her history notes a wide local excision of the right breast for ductal carcinoma in situ, followed by radiotherapy in 1995. In 1998, she had a mastectomy for recurrent disease and reconstruction with a pedicled latissimus dorsi flap. In 2006, she had a revision with a "right breast augmentation (subpectoralis and latissimus dorsi flap) and left breast augmentation for symmetry (subfascial) with a textured mcghan implants. She underwent an open biopsy in which two masses were found, one medial and one lateral. The medial mass was found to have the implant, which had ruptured, immediately under it. The implant was removed, a total capsulectomy was performed. And the implant replaced, the assumption the mass was a silicoma. Histopathologic analysis revealed both masses to be alk-; alcl (cd30+) and the remainder of the capsule was negative. The remainder of her wound failed to heal, and the right breast implant was removed. CT scan and pet scan were normal, as was the bone marrow. She began chemotherapy with cyclophosphamide, doxorubicin, vincristine and prednisone, and is awaiting radiation. She currently has no recurrence.

Manufacturer narrative:
Med watch submitted on (B)(6) 2012. Device labeling addresses breast lump as: "following breast augmentation, you should continue to perform breast self-examination monthly. This may be more difficult with a breast implant in place. To continue to perform a monthly breast self examination efficiently, you should ask your surgeon to help you identify the difference between the implant and your breast tissue. Being able to identify the implant form breast tissue will decrease the necessity of excessive squeezing of the implant during examination. Any new lumps should be evaluated with a biopsy, as appropriate. If a biopsy is performed, be sure to inform the medical professional performing the biopsy that you have breast implants so that care will be taken to avoid injuring the implant." The rupture rate is (B)(4) in primary reconstruction pts in the MRI cohorts in the core study. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants.